Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the required intervention and clinically significant delay. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient was hemodynamically stable, but the heart rate was at 60 beats per minute. One ntr clip delivery system (cds) was advanced, but during grasping, the clip came in contact with the anterior chordae, causing the patient¿s blood pressure to decrease and heart rate to drop to 30 beats per minute. It was noted that due to the patient¿s anatomy, visualization was difficult. Since the heart rate decreased significantly, cardiopulmonary reanimation (CPR) was performed. After performed CPR for one minute, the patient returned to a hemodynamically stable condition. However, this situation was repeated two more times, causing a clinically significant delay in the procedure. After the third time performing CPR, the physician decided to implant a temporary pacemaker in the right ventricle. After the pacemaker was implanted, the physician continued with the mitraclip procedure. One clip was successfully implanted, reducing mr to a grade of 1. The temporary pacemaker maker was removed a few hours later. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported difficult or delayed positioning resulting in patient effect of hypotension appears to be due to procedural circumstances. A definitive cause of the patient effect of bradycardia can not be determined. Based on the information reviewed, the reported difficult or delayed positioning resulting in patient effect of hypotension appears to be due to procedural circumstances. The reported bradycardia and hypotension, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.